Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 01-apr-2026 against "lot number 6011609 and similar malfunction codes: occlusion in the tubing and/or tubing connectors - blockage, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched).the review confirmed that lot 6011609 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 01-apr-2026 against "lot number" criteria equal 6011609 and similar malfunction codes occlusion in the tubing and/or tubing connectors - blockage, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: (B)(4).

Event description:
To date no additional patient or event details have been received.